Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'no speaker audio' which was reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a rear case flex that was not properly connected. The rear case flex requires reconnection to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a speaker of spectrum pump had no audio during testing. There was no patient involvement. No additional information is available.